Event description:
It was reported that during routine device change out procedure, it was noted that the ventricular lead exhibited an insulation anomaly. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.